Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer was switched on and the lights began to appear; however, the screen remained black. The company representative suspected an internal fuse was blown. Thus, this programmer would be sent for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer was thoroughly analyze. The allegation was confirmed. The programmer did not switched on, had black screen and had no power off due to anomaly in the printed circuit board (pcb). Moreover, the power supply was replaced as the programmer did not switch on at 100 volts. The touch screen was preventively replaced. Part of the outer housing had cracked. The programmer was repaired.